Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The s3 roller pump, sn (B)(4), is a component of the s3 system. The 510(k) number for the s3 roller pump is k950990. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump suddenly displayed zero. The pump did not stop, however the flow dropped to 1.8 lpm. The display and flow reportedly went back to normal after 1-2 seconds. There was no report of pt injury as a result of this incident. The distributor's engineer replaced the speed potentiometer, and disconnected and re-installed the circuit boards. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump suddenly displayed zero. The pump did not stop, however the flow dropped to 1.8 lpm. The display and flow reportedly went back to normal after 1-2 seconds. There was no report of pt injury as a result of this incident.